Manufacturer narrative:
(B)(4).

Event description:
It was reported that a medical professional could not interrogate generators when using her programming system. Troubleshooting was performed and the connection of the usb cable to the tablet was suspected to be at fault. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution. The return of the suspect usb cable is expected but it has not been received to date.

Event description:
The suspected usb cable was returned to the manufacturer on 10/24/2016. An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with an open wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.